Manufacturer narrative:
Product complaint #: (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications. Were any concomitant procedures performed? Onset date/time of the pain from surgery? If reoperation was performed please provide date and surgical findings? Was the device removed? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? Was the pain resolved?

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported performance breakage suture. A suture piece was returned for analysis. During the visual inspection of the opened sample, the ends of the suture pieces were cut appears to be by the use of a surgical instrument could be observed. In addition, a functional test was performed and the tensile strength force was above the minimum requirement. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications. Were any concomitant procedures performed? Onset date/time of the pain from surgery? If reoperation was performed please provide date and surgical findings? Was the device removed? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Was the pain resolved?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced vaginal pain and dyspareunia and sub-urethral portion of mesh was removed. Additional information has been requested.